Event description:
Limited information reports a physician attempted to use a nanocross elite pta balloon catheter during patient treatment and a device component detached, cracked, or fractured. There were no abnormalities reported in relation to anatomy. The detached portion of device does not remain in patient. The detached portion of device was snared and removed via groin open surgery to complete procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: calcific stenosis in the right peroneal artery/tpt was being treated. The tortuosity was straight. The lesion was heavily calcified and stenosis was severe. No embolic protection used. The balloon was inflated using a standard inflation device. Contrast/saline mix, ~50/50 was used. No damage noted to packaging no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU. Resistance noted during advancement, it was a difficult lesion, partially crossed. It was difficult to track through the stenosis. The device did not pass through a previously-deployed stent. Even though it was over a stiff wire the balloon prolapsed into the pt (distal ¾ of the balloon was in peroneal). Inflation attempted but only the proximal sectioninflated despite being at nominal pressure, deflated. No rupture, no pain. Attempted removal and immediately the interface of the shaft with the balloon proximally detached. The component lodged in arteriotomy on removal and required surgery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis the customer returned two images. Upon review of the images provided, it appears that there is a partially inflated balloon present in the vessel. The proximal portion of the balloon appears to be inflated, with one segment of this portion appearing to not be fully inflated. The distal portion of the balloon appears deflated, as the portion between the inflated proximal balloon and mid/distal markerbands does not appear radiopaque. The other image appears to show a retained portion of the balloon within the vessel, the event reports this detached portion was able to be snared and removed from the vessel, however, there were no further images provided documenting this. Product analysis the device was returned with the balloon detached and an indeflator, and a 4fr introducer sheath were also returned. The device was stuck on a 0.014¿ guidewire, the detachment appears to have happened approximately 135cm from the strain relief and the detached balloon measures approximately 150mm (15cm) in length. An inspection of the detached balloon found only one markerband present medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.